Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive and a photo showed a chip/crack in the screen while the device continued dosing and could not be shut down. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.